Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed an insulin flow blocked when the customer delivered a bolus. The customer's mother reported that the customer would program a bolus and then will deliver the bolus after the alarm had occurred. The customer's blood glucose level at the time of the incident was 32 mg/dl. They treated the low blood glucose with juice. The customer's mother also reported that the customer drank juice before bed and may have over bolused. The customer was unable to troubleshoot at the time of the call. They were advised to call back if issue continues. The device will not return for analysis.